Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that another veletri cadd cassette alarmed on both pumps fast beeping and displayed -no disposable- alarm, unable to resolve. Cadd cassette lot# 4219996. No patient injury was reported.